Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). Device evaluation: the positioning sensor unit (psu) was returned for evaluation. Visual/physical examination and functional testing were performed, and the reported issue was able to be duplicated. The returned psu powered up without the amber fault light on but it came on during testing. A check of the event log revealed an intermittent history of low illuminator current. The analyst was not able to perform the accuracy test (aak) due to the hardware fault. It was determined that there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735339, serial/lot #: unknown. Patient information was unavailable. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test and service the equipment. The positioning sensor unit (psu) was replaced and the repair was completed. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the error lamp of the positioning sensor unit (psu) lit up, and both the passive cranial frame and the passive planar probe had recognition failures. The site changed to using a magnetic field for navigation and the procedure was completed. There was no delay to the procedure. There was no patient injury and no reported impact on patient outcome.